Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation with farapulse procedure. During insertion, the physician prepared the sheath and inserted it into the patient. Physician was removed the dilator and inserted the farawave catheter. When it was aspirated the sheath after inserting the catheter, it was aspirated a lot of air bubbles. This suggested the valve was defected and thus the sheath was changed. The procedure was completed successfully by using different device, same model. No patient complication was reported.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation with farapulse procedure. During insertion, the physician prepared the sheath and inserted it into the patient. Physician was removed the dilator and inserted the farawave catheter. When it was aspirated the sheath after inserting the catheter, it was aspirated a lot of air bubbles. This suggested the valve was defected and thus the sheath was changed. The procedure was completed successfully by using different device, same model. No patient complication was reported. It was further reported that no abnormalities were noted during preparation or use of the sheath. The devices were inside the sheath prior to air is noted (faradrive dilator, guidewire and nrg needle). At the time of visible airm, the farawave catheter was inside. A pressure bag with heparinized saline was used. The flow rate was 'drop by drop.'. No air was noted in patient and also no leak was observed in the device. The position of the guidewire was well positioned, just outside the tip of the catheter when the farawave was inserted into the sheath.